Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown securefit.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Loose stem revision.